Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision; left; xl; reason for revision: unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number(B)(4). Reason for original complaint: asr revision, left, xl, reason for revision: unknown, (B)(6). Update: 24 june 2015. This patient is deceased as of (B)(6) 2014, causes of death, severe sepsis, severe chest infection and peripheral vascular disease. Updating with (B)(4) and contact details. Updated patient name, date of birth: (B)(6) 1940 (B)(4) is a duplicate of (B)(4). Have recreated (B)(4) for (B)(4) and voided it. (B)(4). Querying stem details. Taken from (B)(4) notification of death 24 june 2015 (pd 24 june 2015).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Left. Xl. Reason for revision: unknown. (B)(4). Update: 25 june 2015. This patient is deceased as of (B)(6) 2014, causes of death: severe sepsis, severe chest infection and peripheral vascular disease. Updated with crawford's reference number (B)(4) and file handler contact details. Updated patient name, date of birth: (B)(6). (B)(4). Querying stem details. Taken from crawford's notification of death 24 june 2015 ((B)(4)).